Manufacturer narrative:
(B)(6). Date of report: 13aug2019.

Event description:
The customer reported that the unit had a pressure regulation high error. The device was reported to be in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm.

Manufacturer narrative:
MFR received date: 09 sep 2019. Repair information was confirmed. Although requested, patient information was not disclosed. The customer reported that replacing the data acquisition (da) printed circuit board (pcb) corrected the reported issue. There is a relationship of the device to the reported problem. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.